Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.